Event description:
The customer stated that he opened a new carton of test strips that contained 2 bottles of strips and found the cap open on one of the bottles. While troubleshooting, he performed control tests and received results of 220 and 215 mg/dl. The normal control range was not provided, but should be around 95-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer did not provide a lot number for the test strips, so it was not possible to determine a manufacture date.